Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the ¿box¿ had slipped and was sitting on the patient¿s sciatic nerve. It was noted that the ¿box¿ had slipped again last night and that they had an infection at the site. Follow up information received from the healthcare professional (hcp) on (B)(6) 2005 reported that the date of onset of the issue was ¿ongoing¿ since revision of the implant by them. The patient had pain in the leg [illegible] and the side of the implant. The patient was seen and evaluated by the physician and the manufacturer¿s representative and there was no evidence of ¿non-function¿ seen. The patient complained and the physician offered to remove the device. There was no patient treatment or intervention performed but is was not sure they would consider this. The doctor noted that the patient had good and bad periods and stated that their complaints were not reasonable. It was further reported that the patient had painful bd syndrome. The doctor mentioned that the patient¿s mother felt the patient should [illegible] further procedures, something that the physician agrees with. Additional information received on (B)(4) 2018 reported that the patient had the ins replaced due to a placement issue (event date unknown). The device had been placed in the buttocks and it became irritated. There were no further complications reported or anticipated.